Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 61 blood glucose reading 156 mg/dl. It was also reported that the insulin pump is constantly going into threshold suspend. No additional info was provided.